Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis, manifested by cloudy effluent. The break in technique was describes as improper hand washing technique by the patient and contaminating the end of the line when hooking up, along with touching the end of catheter, followed by the patient still connecting for therapy. The patient was not hospitalized for reported event. The treatment for the peritonitis was an unspecified antibiotic (intraperitoneally (ip), dose and frequency not reported). No retraining was provided but the patient was made aware of safety precautions. The pd therapy was ongoing. The patient was reported to have recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown, but it was reported to be seven years ago. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.